Event description:
Device 1 of 2. Please see MFR report #1627487-2010-02677 for device 2. On (B)(6) 2010, the pt was implanted with an scs sys. Soon after the pt began doing physical therapy, she no longer felt stimulation on her left side. X-rays showed that one lead migrated. The doctor decided to remove both leads and implant the pt with one lead. The pt now receives adequate stimulation.

Manufacturer narrative:
Eval: method - the device history and sterilization records were also reviewed. Results - the device history and sterilization records were reviewed and were found to meet specifications. Conclusions - the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.